Event description:
It was reported that, after a breast uplift procedure, the patient developed an inflammatory response to the sutures and a stitch abscessed. The incision was drained about five months after initial procedure.